Event description:
Routine pacemaker remote follow up shows premature battery drain. Device was under advisory for hydrogen induced premature battery depletion. Tech support/engineering confirmed premature battery drain. Twenty days later patient had pacemaker generator change.